Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient experienced a seizure. During this time, the patient¿s cgm was reading 141 mg/dl while the bg meter was reading 30 mg/dl. Emergency medical services (ems) was called and while waiting, the patient¿s parent treated the patient with liquid sugar, grape juice, and jelly. Once ems arrived, the patient¿s bg meter reading was taken, however the value could not be recalled but was stated to be higher than before. By the time ems arrived, the patient had already stabilized. No medication or treatment was provided to the patient by ems. The patient¿s parent also declined having the patient taken to the emergency room (ER). The patient was ¿fine¿ at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.